Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
Device received with a amazon basics alkaline battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was still unknown. The caller stated that the customer had diarrhea, vomiting, and high blood glucose that may have led to the customer's passing. The customer¿s blood glucose was over 400 mg/dl before the customer passed. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller stated the customer passed unexpectedly. The caller agreed to return the insulin pump for analysis.